Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 57 mg/dl. Reportedly the customer's daycare entered the incorrect number of carbs while calculating a food bolus. Daycare assisted the customer with giving them juice to address low bg and additional was treated at the ER with more juice and crackers. Customer was discharged later the same day with the issue resolved and no permanent damage.